Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx ptca balloon catheter to treat a lesion. The lesion was pre-dilated. The device was inspected and negative prep was performed prior to use with no issues noted. There were no issues noted when removing device from the hoop. The device did pass through a previously deployed stent. No resistance noted advancing the device to the lesion and no excessive force was used. It was reported that normal balloon inflation was carried out. Deflation issues occurred leading to removal difficulties. The inflated balloon was pulled back into the guide catheter and removed. No patient injury reported.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath or packaging stylette from the device. The euphora was to be used in a previously implanted unknown brand stent that had in-stent restenosis. The deflation issue occurred after the first inflation attempt. The balloon would not deflate. 50/50 contrast/saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the tip appears to have been pull inwards into the balloon. The proximal markerband was positioned in the balloon bond and the distal markerband was positioned at the proximal balloon cone. Stretching is evident to the balloon bond. It was not possible to inflate the balloon and perform deflation testing due to the condition of the returned device. No damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.